Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 one infusion set tubing detached from connector and infusion set is long for few hours. No further information available.